Event description:
During the atrial fibrillation procedure, when the ablation catheter was inserted into the sheath, excess bubbles were reported.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, when the ablation catheter was inserted into the sheath, excess bubbles were reported. The sheath was replaced and the procedure was completed with no adverse patient consequences.